Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 0. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump. The same malfunction code did not recur, and the customer was informed they could continue using the pump. Caller was advised to contact support again should the malfunction reoccur, and they acknowledged this guidance.